Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-may-2023. H6: investigation summary one 10037032 sample from lot 21109297 was received in sealed packaging for investigation. The feedback provided by the customer suggests the white cap had separated from the base of the burette. As part of the feedback the customer provided photographs; analysis of the photographs in addition to a visual inspection of the returned sample confirmed the customer's experience as the set was received separated at the base of the burette. A close inspection of the burette base reveals a lack of solvent residue at the joint of the burette rim and white cap. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the burette during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records for lot 21109297 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bottom of the bd alaris¿ smartsite¿ gravity burette set separated from the chamber of the burrette and leaked. Additionally, 2 other sets also separated from the chamber during use. The following information was provided by the initial reporter: "we have had another incidence of the bottom popping off the chamber of the burette on these sets ¿ one exploded in use and our lead at has bought me another two faulty sets".

Event description:
It was reported that the bottom of the bd alaris¿ smartsite¿ gravity burette set separated from the chamber of the burrette and leaked. Additionally, 2 other sets also separated from the chamber during use. The following information was provided by the initial reporter: "we have had another incidence of the bottom popping off the chamber of the burette on these sets ¿ one exploded in use and our lead at has bought me another two faulty sets."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.